Event description:
It was reported that the insertable cardiac monitor (icm) eroded and the patient had an infection. The device was explanted to be returned for analysis and another icm was implanted successfully. No additional adverse patient effects were reported.